Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit has a distorted screen. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer(fse) evaluated the unit, and could not duplicate any screen or display issue. The fse completed pm of the unit, and all function and performance checks passed. The equipment passed all functional testing and was then returned to the customer.

Event description:
N/a.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit has a distorted screen.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.